Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer also stated that she tried to deliver an insulin bolus and numbers started ramping. Customer stated that there is an alarm occurring but no message appears on the screen. Customer stated that it is very humid where she leaves and has been carrying the device in her pocket. Blood glucose value is 289 mg/dl; customer treated with back up plan. Customer mentioned she was hospitalized some weeks ago due to diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump properly displayed all of the expected alarms during testing. No display anomaly was noted. The insulin pump had intermittent button response on the up arrow button due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report 3004209178-2014-97358 regarding the hospitalization.